Event description:
It was reported that an 8476 error code was seen on the patient¿s personal therapy manager (ptm). It was unknown if the motor stall had been confirmed. The patient had an MRI earlier on the report date and per the patient the reason for the MRI was unrelated to the device/therapy. The patient went to their health care provider (hcp) office ¿about thirty to forty minutes¿ after the MRI and the pump had still not restarted. It was reported the pump was ¿not manually started¿ and the hcp sent her home saying it should restart within an hour. The device system was previously used to deliver fentanyl and currently delivered unknown medication. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).